Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After a stent was deployed, a 3.25mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation, the pressure did not increase. The device was completely removed from the patient and it was found out that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 13mm longitudinal tear starting at the proximal balloon cone. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After a stent was deployed, a 3.25mm x 8mm nc emerge® balloon catheter was advanced for post-dilatation. However, upon inflation, the pressure did not increase. The device was completely removed from the patient and it was found out that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.